Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the jaw came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were visible on the handle of the harvesting tool. A visual inspection determined that the heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation on the cold jaw was detached from the center to the tip of the jaw. The detached silicon was not returned. Based on the returned condition of the device the reported complaint was confirmed for both the reported failure ¿peeled jaw¿ and analyzed failure "bent wire" . Specific actions for both the reported failure "bent wire" and analyzed failure "peeled jaw" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the jaw came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.